Event description:
It was reported that the unit powers off immediately after turning on. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a punctured downstream occlusion (dso) seal and a dented air detector. It was also found that the cause of the reported issue was dead batteries. The dso seal and air detector were replaced in addition to replacing the batteries in order to fix the issue.